Event description:
The ambulance crew attempted to monitor a pt's ECG using disposable defibrillation/pacing/ECG electrodes. The device allegedly displayed excessive artifact. There were no adverse affects to the pt reported as a result of the alleged malfunction.